Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. Reportedly, the customer reloaded the cartridge onto the pump and resumed insulin delivery. Additionally, it was reported that the insulin gauge was inaccurate and that the customer's fill tubing sequence was taking more insulin than previous fill tubing sequences. Reportedly, customer loaded a new cartridge and received an accurate fill estimate. Customer's blood glucose ranged from 80 mg/dl to 197 mg/dl.